Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2020 for four days due to diabetes ketoacidosis and blood glucose level 978 mg/dl. Customer was treated with IV fluid and insulin drip. Customer reported that he was walking with the dog and lost the insulin pump and fell off and went black and that¿s all he remembered. Customer was unable to complete carelink upload. Customer is doing well now. The insulin pump will return for analysis.